Event description:
I had the essure procedure performed in (B)(6) 2016. Because my cycle was a little erratic to begin with, I didn't really notice anything wrong. But after I continued to bleed and bleed for approximately 4 weeks leading up to the confirmation test and for the following 7 weeks and counting, finally went in to my doctor who had blood work done and ordered a pelvic ultrasound. The results of the ultrasound show a 3.5cm cyst on my left ovary. Considering I hadn't had this type of problem before the procedure and cysts have been listed as a possible side effect, I believe the cyst is a result of the procedure. Now my doctor wants me to go on birth control to see if the cyst will shrink or vanish because they don't generally surgically remove a cyst unless it's 4cm. I'm almost (B)(6) and smoke and don't want to go on any type of birth control. So I guess I'm stuck with the continual bleeding until my cyst grows to 4cm and can be surgically removed.